Event description:
A report was received that a week after being implanted the patient was hospitalized due to fluid in his lungs and an infection at the pocket site.

Manufacturer narrative:
Additional information was received that the patient did not have an infection. The fluid in the lungs was due to the patient's diabetes as was the slow healing of the pocket site. No treatment was provided and the patient was reportedly doing well. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.

Event description:
A report was received that a week after being implanted the patient was hospitalized due to fluid in his lungs and an infection at the pocket site.